Event description:
The customer reported the system displayed an error. Further info identified that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. A table sensor and related connections to the table sensor pcb assembly were evaluated and reseated. The system was tested and found to be working as intended and returned to service.